Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had low audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of low audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. The receiver log was downloaded and evaluated with no related errors observed. A functional test was performed and it passed. A "try it" audio manual test was performed and the audio output was low. The receiver case was opened for an internal visual inspection and it failed due to super glue on the speaker. The reported event of low audio output was confirmed. The root cause was determined to be an assembly error causing contamination on the speaker.